Event description:
It was reported that there was an elective replacement (eri) message. It happened a couple of days prior. The patient was implanted 11 months prior and had been told the current implantable neurostimulator (ins) would last 2-5 years. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).